Event description:
Complainant alleged that while attending to a patient (age & gender unknown) during a code, the device displayed a "defib fault 78" message. Complainant indicated that the patient subsequently expired.